Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter displayed an "error 3" message whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient detailed that the alleged product issue began on (B)(6) 2019, 2:00am. The patient manages his diabetes with an unspecified combination of medications and did not report making any change to his usual diabetes management routine in response to the alleged product issue. The patient stated that 2 hours after the alleged product issue began, he developed symptoms of "felt dizzy, hazy eyes and vomited". The patient stated that on (B)(6) 2019, 4:15am he self-treated by consuming "chocolate bars and drank orange" then felt fine. The patient denies that he obtained a blood glucose result on another device. Juice denied that he received any treatment. At the time of troubleshooting the cca noted that the patient carried out the correct testing steps and the test was performed with blood. The patient's products were replaced. This complaint is being reported because the patient claims he was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.